Manufacturer narrative:
The manufacturer's product support engineer (pse) evaluated the device and confirmed that the reported issue could not be duplicated. After checking, cleaning, and running the device, the pse verified that the device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Manufacturer narrative:
E1: (B)(6).

Event description:
Philips received a complaint from the customer on the v60 indicating that a 110a proximal pressure sensor autozero failed alarm sounded when pre-use checking was performed at the hospital. It was reported that there was no patient involvement at the time the issue was discovered, and there was no delay in therapy reported. The investigation is ongoing.